Event description:
We received an allegation of questionable glucose results from an accu-chek inform ii meter - meter a with serial number (B)(6). The patient was also tested using another accu-chek inform ii meter - meter b with serial number (B)(6). The reporter stated that the meter was reading lower than expected. The result from meter a at 3:37 pm was 54 mg/dl. The result from meter a at 3:59 pm was 50 mg/dl. The result from meter a at 4:19 pm was 55 mg/dl. The result from meter b at 4:21 pm was 96 mg/dl. This result was deemed correct.

Manufacturer narrative:
The customer stated that qc was performed prior to testing and the results were within specifications. The test strips have been requested for investigation but have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform test strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.